Event description:
A report was received that the patient was experiencing pain at the pocket site. There was no infection but it was found out that the patient had a seroma. The physician flushed the fluid out from the pocket site and patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that there was a seroma near the ipg and it was drained and the pain that the patient was having was gone afterwards. The pain was not device related.

Event description:
A report was received that the patient was experiencing pain at the pocket site. There was no infection but it was found out that the patient had a seroma. The physician flushed the fluid out from the pocket site and patient is reportedly doing well.